Manufacturer narrative:
Continuation of concomitant products: dtma1d1 crt-d, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and intermittent capture. It was also noted that the right atrial (ra) lead exhibited undersensing. The lv lead and ra lead remains in use. No patient complications have been reported as a result of this event.